Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self test. Pump passed off no power test. The insulin pump was received with minor scratched lcd window, cracked lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that the insulin pump had an alarm. It was reported that the insulin pump was not exposed to high magnetic field. The blood glucose at the time of the incident was 6.8 mmol/l. It was reported that they were able to rewind the insulin pump and drive support cap was normal. The customer was advised that insulin pump need to be replaced. The insulin pump was returned for analysis.